Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had buttons less responsive and harder to press. No harm requiring medical intervention was reported. The insulin pump had rejected new battery, louder during rewind and motor sounds labored. The insulin pump received unexplained no delivery alerts not due to site issues. Customer stated that they missed bolus but when she checks the device bolus was not missed. The device will not be returned for analysis.